Event description:
A customer contacted beckman coulter inc. (Bci) in regards to ckmb results above the normal reference range generated by synchron lxi 725 clinical system for one patient sample. The results were reported out of the laboratory. The customer was concerned about the differences between the results from the same sample. There was no report of death, injury, or change to patient treatment in connection with this event.

Manufacturer narrative:
The sample was lithium heparin plasma that was centrifuged at 3500 rpm for 10 minutes. The sample was aspirated from the collection tube via the closed tube aliquotter (cta). Qc was within the established ranges on the day of the event. The system check passed within the specifications. Service was dispatched on (B)(4) 2011 for this event, and the field service engineer (fse) performed a preventive maintenance (pm). All verification testing met the specifications, and the fse stated there was no hardware issue. A definitive root cause for this event has not been determined to date.